Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: during investigation, a review of the pump¿s history and alarm history showed that a call service alarm occurred on 04/30/2014. An ¿occlusion¿ alarm and ¿loss of prime¿ warning were simulated during testing; the pump gave and recorded the alarm/warning correctly. No warnings or alarms occurred during the duration test. The pump performed within specifications. The history settings issue was not able to be duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. Reportedly, a call service alarm had appeared on the home screen that was different than what was recorded in the pump history. There was no reported adverse event associated with this complaint. This complaint is not being reported because the alleged issue is considered cosmetic and therefore not likely to cause interference with insulin delivery.